Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study. It was reported the patient had pain at the implantable neurostimulator (ins) site. It was noted the entire system was repositioned on july 31st. The hcp stated there was fluoroscopically guidance aspiration, the results were negative for fluid on june 1st. It was noted the relationship of the event to the device or therapy was possibly related. The hcp noted the relationship of the event to the implant procedure was unlikely related. The hcp stated the patient developed pain at the ins site without swelling or redness, and there was no evidence of fluid collection over the implant site, but it was recommended an aspiration of the ins pocket implant site on june 1st. The hcp noted she was last in the clinic on (B)(6) 2016. The patient complained that the position of her current battery was causing her increased pain when she sat as well as lying down. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the neurostimulator was repositioned on (B)(6) 2018. Additional information from the hcp on (B)(6) reported the device was explanted/replaced the neurostimulator on (B)(6) 2018 and disposed of according to the biohazard instructions. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact cause of the battery position that caused the patient to have pain when they sat or laid down was not known. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.